Event description:
Hm recordings show noise. Advised to evaluate lead further. Lead currently remains implanted. No adverse events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
(B)(6) 2021 - this lead was capped. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2021 - this lead was capped.